Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that inadvertent mishandling and/or forced sheath removal during unpackaging resulted in the reported stent dislodgement; however, this cannot be confirmed. A conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 2.25 x 15 mm xience alpine stent delivery system it was observed that the stent had dislodged from the balloon. There was no resistance felt during removal of the protective sheath from the balloon and stent. The device could not be used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.